Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer¿s blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided. The customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.